Manufacturer narrative:
Other, other text: additional information d4 UDI and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Broken light-emitting diode (led), cracked tank cover, corroded drain fitting, dirty heater, and bent micro switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The technician could not duplicate or confirm the customer complaint. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken.

Event description:
It was reported the device leaked. No adverse effects reported.